Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm on his insulin pump. Customer stated that he went to give himself a bolus but he hit the up arrow and the numbers just took off. Customer's max bolus is set up to 16.1 and it hit this number in about 1 second. Customer's blood glucose level was 348 mg/dl, but he could not figure out how to provide himself with a manual bolus until this morning. Customer was advised that the keypad has been acting up since yesterday. Customer stated that he provided himself with too much insulin and ate a peanut butter and jelly sandwich. Customer was unable to troubleshoot for low blood glucose issues since the up arrow button was not working. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No add'l info provided.